Manufacturer narrative:
RMA was authorized for the sensor replacement but not received to perform further investigation. The sensor was removed from the user. The user opted not to get another insertion. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On 28 february 2020, senseonics was made aware of an instance where patient experienced inaccuracies in sensor readings and it was decided to offer the user a sensor replacement.